Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and initial reporter also sent report to FDA are unknown, no information provided to date

Event description:
It was reported that the pump alarmed "no disposable clamp tubing" while the reported cassette was attached to the pump. No patient injury was reported.

Manufacturer narrative:
Device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).